Event description:
Consumer concerned with inaccurate reading they received the night before and compared to their other meter. Analysis run on clark error grid using competitive reading (343) as ref. Point vs. Bd reading (496) yielded data points in the c range of the grid, outside acceptable limits.